Event description:
It was reported that the customer experienced an elevated blood glucose level of 564-600 mg/dl. Reportedly, the cause for the reported issue was due to an incomplete fill tubing alert occurring. Technical support educated the customer on incomplete fill tubing alerts. At the time of the call, the customer had not taken any action to address the elevated bg level. Reportedly, the customer cleared the alert and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.